Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the stapler closed and stapled but could not be re-opened. The tissue was removed by wiggling and shaking the instrument. The tissue eventually came out. This occurred on the second or third firing of the instrument. It was reported that there was more involved surgery and additional bleeding. The case was delayed by 30 minutes. There was tissue damage during the removal of the instrument.